Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement to implant interface. Update rec'd 06/07/2016. The patient's medical records were received. Medical records were reviewed for MDR reportability. Prior to revision the patient had been experiencing pain. According to the medical records, the patient was revised to address femoral loosening and polyethylene wear of the patellar component. Under the femur there was extensive osteolysis. The femur was loose at the cement to implant interface. The right knee had crepitus with range of motion. At this time the femur, insert, and patella are being added to the complaint and reported. The complaint was updated on: 06/22/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.